Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery that had plaque. On (B)(6) 2018, a 3.0 x 38 mm xience sierra stent was implanted in the lesion, and a 3.0 x 28 mm xience sierra stent was implanted distally to the first stent. However, the patient was re-hospitalized on the same day because they were experiencing angina. Angiography revealed that there was thrombosis in the lesion and the patient experienced a segment elevated myocardial infarction (stemi). Therefore, an unspecified guide wire was advanced, unspecified balloon dilatation catheters and an aspiration catheter were used. An unspecified optical coherence tomography (oct) imaging catheter then revealed that the stents were patent, and the patient was stable. There was no adverse patient sequela reported. No additional information was provided.